Manufacturer narrative:
D4:corrected model, catalog # and unique identifier (UDI). Section d4 was updated to indicate correct model #,catalog # and remove UDI. D4. UDI# - the device has a date of manufacture of (24-dec-04) and was not subject to UDI requirements.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator compressor turned on while connected to wall air. It alarmed for invalid gas. The end user connected the unit to a portable air tank and swapped out the ventilator. Furthermore, there was no patient harm reported associated with this event.